Event description:
It was reported that the pt underwent a 9-level posterior spinal instrumentation for idiopathic scoliosis using hook and crosslink instrumentation. The pt did not have an acute postoperative infection or any signs of an impending postoperative infection. Eighteen moths post-op, the pt presented with drainage from her midback. The pt was diagnosed with an infection. The pt underwent a revision surgery to remove all of the posterior instrumentation. The wound was closed in two stages over the course of three days. After instrumentation removal, the pt was given cefazolin for 5 days. Cultures did not grow any organisms.

Manufacturer narrative:
(B) (4). Literature article citation: richards et al. Delayed infections after posterior tsrh spinal instrumentation for idiopathic scoliosis. Spine 2001; 26:18:1990-1996. A review of the device history records for this device was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.